Event description:
It was reported via repair work order that the litter support brackets were broken near the mid section of the cot which could effect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.